Event description:
It was reported that a red alert for high out of range shock impedance was observed, and x-ray imaging showed the electrode was only partially inserted in the recently implanted (B)(6) 2023) device header. Re-intervention is planned but current evidence suggests this has not yet been done. No adverse patient effects were reported. This system remains in service. Additional information received indicates a revision procedure was performed, and this lead was successfully re-inserted into the same device. Insertion was verified during the procedure with x-ray imaging. Besides intervention, no other adverse patient effects have been reported.

Event description:
It was reported that a red alert for high out of range shock impedance was observed, and x-ray imaging showed the electrode was only partially inserted in the recently implanted (on (B)(6) 2023 device header. Re-intervention is planned but current evidence suggests this has not yet been done. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert for high out of range shock impedance was observed, and x-ray imaging showed the electrode was only partially inserted in the recently implanted on (B)(6) 2023) device header. Re-intervention is planned but current evidence suggests this has not yet been done. No adverse patient effects were reported. This system remains in service. Additional information received indicates a revision procedure was performed, and this lead was successfully re-inserted into the same device. Insertion was verified during the procedure with x-ray imaging. Besides intervention, no other adverse patient effects have been reported.